Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: not enough information was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information was requested on 06/16/2011 by fax and mail. A completed questionnaire was received on 06/29/2011. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the patient had residual astigmatism. The lens was exchanged and the patient's visual acuity (va) is 20/20. In a follow-up, the surgeon reported the event resolved with treatment.